Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a gastroscopy procedure under sedation, the gastrointestinal videoscope experienced the following: seal/plastic piece near tip coming off and ripped edge. There was a hole in the scope and a piece of plastic fell off the tip and was removed from the patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the customer reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Update to h6. This supplemental report is being submitted to provide the updated results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure; cracked a-rubber glue is related with the plastic seal coming off. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.